Event description:
Customer reported via phone call, she high blood glucose of 595 mg/dl and insulin wasn't coming out of the reservoir. He attempted to push 3 units of insulin and only one drop came out. She treated with the insulin pump and shot, current blood glucose was 495 mg/dl. Symptoms were thirsty and going to the bathroom. Troubleshooting was performed and no anomaly was noted. Customer is not returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.